Event description:
As reported through terumo shonan, stent did not deploy due to deformation: during deployment of the stent from c3, the stent deployed like a twisted-paper string around c5, where the artery runs relatively straight. The stent was deployed more than 50% of the total length, but when the physician attempted to resheath the stent, the physician¿s hand accidentally interfered with the fred pusher wire and a headway27 microcatheter, causing the stent to deploy up to the proximal end flare (not fully deployed). The physician thought that reseathing would be impossible in that situation. Although there was a risk of poor deployment, the physician attempted to deploy the stent. As a result, about 3 mm of the proximal working length of the stent was deployed like a twisted-paper string, and the proximal end flare kept closed and deployed in the artery. In order to improve the poor deployment at the proximal end of the stent, the physician attempted to pass through the center of the stent lumen using the headway27 microcatheter and a chikai14 guidewire (asahi intecc), but it did not work. Therefore, stimulation from the outside of the stent was applied (with appropriate force to the extent possible) using a sofiaselect ex, a goose neck snare (4 mm, medtronic), and others, but there was not much of sign of improvement. An attempt was then made to pass headwayduo and sl-10 (stryker) microcatheters through the stent from its distal end via a-com from the contralateral side, which successfully passed a chikai black14 micro-guidewire (asahi intecc) through the twisted portion and the closed flare portion at the proximal end of the stent. When the sl-10 microcatheter was advanced over the micro-guidewire that had successfully passed and then passed through the stent, the twisted portion and the proximal end flare were found to be fully deployed. Dsa and cone-beam CT confirmed good stent apposition to the vessel wall, no stent damage, and no occlusion of the peripheral vessel (although the proximal end flare showed slight incomplete stent apposition). Therefore, the procedure was completed without performing poba. No temporary vascular occlusion occurred during the procedure. Additional information: medical history: high blood pressure, no image available, no additional information available. Stent implantation site: aneurysm location: ica, c3. Side branch vessel covered: opha. Size: 5.8 mm in neck length, 15 mm in width, 10 mm in depth, 13 mm in height. Unruptured. Shape: saccular. Lesion site: left side. Parent vessel diameter: 4 mm on the proximal side and 5.2 mm on the distal side. Poba: not performed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) difficult advancement or retraction of the device as potential complications associated with use of the device.

Event description:
A supplemental report is being submitted as additional information was received regarding the patient status. As reported, after the treatment using the fred on (B)(6) 2024, a 3-month follow-up MRI in (B)(6) 2025 showed that the aneurysm was shrinking. However, an MRI taken on (B)(6) 2025 (the day before angiography) showed carotid-cavernous fistula (ccf). This event is expected to have occurred between (B)(6) 2025. Patient's symptoms: no severe symptoms (only abducens nerve palsy). On (B)(6), 2025, coil embolization was performed via tve to treat the ccf endovascularly. The shunt of the ccf disappeared, and the patient is well on the way to recovery.